Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
June 21, 2017 - upon evolution of the returned instrument found deep gouges where small pieces of material are missing. (B)(4). Update: 27 june 2017: it was reported that upon post surgical examination, the impactor tip is suffering damage on the top end.